Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Correction: manufacturing date corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 750cc silicone breast implants which the right side ruptured after implantation. In (B)(6) 2019 patient had some pain in right breast which lasted for two days and then subsided. Approximately a week ago patients pain in the right breast returned and is more constant. Patient states difficulty sleeping on that side. Patient is suspecting a possible right-side rupture. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.